Event description:
Customer states that twice the link assist fired unintentionally. No adverse event reported. Device not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.